Event description:
It was reported that liquid foreign matter came out of needle when plunger depressed during use with a bd insulin syringe with the bd ultra-fine¿ needle. The following information was provided by the initial reporter: it was reported that liquid comes out of needle tip when plunger rod is depressed.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 9/17/2020. H.6. Investigation: customer returned (10) 1/2cc, 8mm, 31g syringes in an open poly bag from lot # 9252463. No samples from lot # 9231062 were returned. Customer states that liquid comes out of needle tip when plunger rod is depressed. All returned syringes were examined and one sample exhibited a broken thumb press with the plunger cap crushed and caught in the seal of the poly bag. All samples were also tested and one sample exhibited a clear droplet of material coming out of the cannula when the plunger rod was fully depressed. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely silicone. A review of the device history record was completed for batch# 9252463. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200845989] noted that did not pertain to the complaint. A review of the device history record was completed for batch# 9231062. All inspections and challenges were performed per the applicable operations qc specifications. There were three (3) notifications [200844074, 200843509, 200843714] noted that did not pertain to the complaint. Confirmed: bd was able to duplicate or confirm the customer¿s indicated failure for lot # 9252463. Unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure for lot # 9231062 as no samples were returned from this lot number assembly process summary: the automatic syringe assembly machine feeds 0.5ml syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Broken thumb press: root cause: l2l dispatch was opened for plunger feeder sensors out of adjustment. Corrective action: the sensors were adjusted. Crushed plunger cap: DHR, l2l dispatches, logbook entries could not be looked at as no lot number was given. Root cause for this defect cannot be determined. Excessive silicone: DHR, l2l dispatches, logbook entries could not be looked at as no lot number was given. Root cause for this defect cannot be determined.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. "Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9231062. Medical device expiration date: 2024-09-30. Device manufacture date: 2019-08-19. Medical device lot #: 9252463. Medical device expiration date: 2024-09-30. Device manufacture date: 2019-09-09. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that liquid foreign matter came out of needle when plunger depressed during use with a bd insulin syringe with the bd ultra-fine¿ needle. The following information was provided by the initial reporter: it was reported that liquid comes out of needle tip when plunger rod is depressed.